Manufacturer narrative:
The biomedical engineer could not duplicate the reported problem. The product support advised customer to measure 24v power supply voltage at power management (pm) power connector. Product support advised customer to replace power supply and provided power supply p/n (B)(4). Review of the service history for this unit shows that there's no further service call regarding this case.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator only works on battery power. The customer reported there was no patient involvement.